Event description:
A customer reported that during a pt exam, the table top started to slip. The technicians were able to catch the top, and no pt injury occurred. Two ge field service engineers (fe's) went to the customer site immediately and installed safety bolts and latches. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.